Manufacturer narrative:
Correction to include h7 and h9 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) regarding a patient with an implantable pump containing baclofen (unknown)for intractable spasticity. It was reported that the hcp reported a patient's pump had been alarming since their refill on (B)(6) 2025, patient end of service (eos) date is in 2030. The hcp would like to know how to resolve the issue. Technical services educated caller about the audible alarm on the home screen and how to toggle it off and update the pump. Caller verified understanding and will assist the account today on clearing the alarm. No further issues stated at this time. The rep called back and stated that patient was still hearing an alarm from the pump. Rep was going to see patient today to interrogate the pump. Technical services reviewed concurring alarms and suggested checking the pump logs for further information. Information was received from a company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. The company rep stated that patient pump was filled recently and the pump was alarming. The healthcare provider (hcp) filled the pump and that should have resolved the alarm but hcp stated the pump was still alarming. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the pump was sounding non-critical alarm. The reservoir was full from recent fill, pump not end of service (eos). Pump was interrogated and all alarms silenced. Pump was re-interrogated to show alarms were cleared. Patient care facility contacted today with claims that pump was still alarming. They had reached out to relay the information to patient's servicing provider. The issue had not resolved yet. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the pump was alarming hourly and the cause of alarm was unknown. The alarm was cleared, pump reinterrogated showing no active alarms per technical services guidance. The issue had resolved. Additional information was received from the manufacturer's representative (rep). It was reported that the patient was still hearing the alarm. The rep stated logs indicated the pump alarm was silenced (B)(6) 2025 and there was no active alert banner on the home screen. The patient and caregivers confirm they are hearing the pump alarm every hour. Technical services recommended verifying if the patient has any other devices or electronics, or someone else's device that may be beeping. It was stated that the patient shares a room with other residents. The pump is set to 'alarm shortly'. The rep stated they would call back to report if they heard the pump alarm or not. Additionally, it was reported that the pump had been "continuously alarming" but they thought, and the logs show, it was silenced last month. It was noted that they saw the patient yesterday and there were no alerts and no 'active alarm' button on the home screen. The patient was claiming they still hear it. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that there was no cause for active alarm determined other than a refill alarm had been triggered the day of the fill. Pump alarm was cleared but persisted, followed up with technical services and then december 30th pump alarm was silenced again, no longer showing on home screen. The care facility reached out via phone call to state patient was complaining of alarming (B)(6) 2026. At this time no caregivers on sight reported hearing an alarm. Physician was contacted by multiple teams and visited the patient again and phoned technical services during interrogation. No active alarm was determined on the pump screen, confirmed by technical services. No audible alarm was heard during the time with the patient. No staff members could confirm hearing an alarm since (B)(6) 2025. Last update from (B)(6) 2026 spoke to several staff members who had still not heard any alarming from patient's pump. Nursing team asked to determine if alarming reported by patient was coming from another source, as patient shares bedroom space with 2 other residents.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.